Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary right attune to treat severe degenerative osteoarthritis of the knee. Depuy cement was utilized and the patella was resurfaced. Intraoperatively, the surgeon notes there was eburnated natural bone. The procedure was completed without complications. Revision operative notes indicate the patient received a right revision to treat persistent pain and stiffness. Upon entering the knee, the surgeon identified and debrided extensive scar tissue. The femoral component was well-fixed but had migrated into varus due to the patient¿s weight and scar tissue. The femoral component and tibial tray were well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was well-fixed and retained. The procedure was completed without complications, though the surgeons note the procedure was complex due to the patient¿s weight, stiffness, and extensive scar tissue. Patient revised with competitor components. Doi: (B)(6) 2014. Dor: (B)(6) 2014, right knee.